Manufacturer narrative:
As reported, the sealant of the mynxgrip vascular closure device (vcd) was partially out of the advancer tube so it could not finish closing. Hemostasis was achieved by manual compression in less than thirty minutes. There was no reported patient injury. The deployer of the mynx device was trained. The vessel was the femoral artery and there was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was removed from the package according to the manual. The sealant sleeve was not out of position. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There was no unusual force applied when retracting the sheath. The shuttle handle was not displaced. There was no significant resistance when shuttling down and the user shuttled down completely. The advancer tube was visible and the sealant was exposed during deployment. The patient¿s hospitalization was not extended as a result of the event and the patient has recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be handling related. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU states, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of the mynxgrip vascular closure device (vcd) was partially out of the advancer tube so it could not finish closing. There was no reported patient injury. The deployer of the mynx device was trained. The vessel was the femoral artery and there was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was removed from the package according to the manual. The sealant sleeve was not out of position. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There was no unusual force applied when retracting the sheath. The shuttle handle was not displaced. There was no significant resistance when shuttling down and the user shuttled down completely. The advancer tube was visible and the sealant was exposed during deployment. Hemostasis was achieved by manual compression in less than thirty minutes. The patient¿s hospitalization was not extended as a result of the event and the patient has recovered. The device will not be returned for analysis.